Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a user device download, normal function resumed.